Event description:
It was reported that during implant attempt the lead helix would not deploy. The physician attempted to deploy the helix approximately forty times. The lead was not used and a new lead was implanted successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the sleevehead of the leadbecame extrinsically damaged due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered inblood, visual summary analysis of the lead indicated damage at implant. It was noted that the lead was returned with the sleevehead distorted and the helix bent and lodged in the sleevehead. Due to the oval/flattened nature of the returned sleevehead, it is likely that the sleevehead was distorted by an instrument that was used to maneuver the sleevehead during the attempted implant. The helix extension/retraction and length testing could not be performed due to the condition of the returned lead.